Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient reported experiencing a sensation of near fainting. At the time, the cgm displayed a reading of 5.2 mmol/l, while a concurrent blood glucose test showed a significantly lower value of 1.5 mmol/l. The patient was treated at home by their parents using a lift drinkable glucose shot. The patient recovered following treatment, and it was confirmed that there was no loss of consciousness. The parent contacted the hospital for guidance; however, no additional medical intervention was required. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.